Event description:
During a (pta) percutaneous transluminal angioplasty, two genesis (pg2980bps) stents were implanted, however, one of them was a little bit longer than the measurements specified on the package. Additional info indicated that the products were utilized for the procedure and one of the products appeared to be 39mm in length. Films were requested, but were not available. Additionally, the sds was discarded. The product labels will be sent for analysis. The target site was the iliac artery at the aortic bifurcation. The vessel was not calcified or tortuous. Prior to stenting, the vessel was not pre-dilated. The two genesis 8x29mm 80cm pro stents were deployed from separate access site. There was no pt injury reported with the event. The pt was removed from the procedure room in good health and without any adverse event. Since, it is unk which of the two sds were longer, both devices are being reported.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report #9610978-2008-00141.